Manufacturer narrative:
The alarm trace showed multiple pipetting alarms. The sample tube manufacturer investigated the pre-analytical process and found an issue with the preparation of the sample before it was introduced to the instrument.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable elecsys tsh assay results for 4 patients and questionable elecsys total psa immunoassay and elecsys free psa immunoassay results for 1 patient tested on a cobas 8000 e 801 module. The customer has two cobas e801 analyzers. It was not clear if all the erroneous results were from one or both analyzers. This medwatch will cover the cobas e801 with an unknown serial number. Please refer to the medwatch with patient identifier (B)(6) for information on the cobas e801 serial number (B)(4). For patient 1 the initial tsh result was 0.04 uiu/ml with a repeat result of 1.67 uiu/ml for patient 2 the initial tsh result was 0.02 uiu/ml with a repeat result of 0.99 uiu/ml for patient 3 the initial total psa result was 0.075 ng/ml with a repeat result of 2.52 ng/ml. For patient 3 the initial free psa result was 0.836 with a repeat result of 0.801. The free psa units of measurement were not provided. For patient 4 the initial tsh result was 0.03 uiu/ml with a repeat result of 1.89 uiu/ml for patient 5 the initial tsh result was 0.04 uiu/ml with a repeat result of 1.61 uiu/ml the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot was 38664600. The tpsa reagent lot was 36649600. The patient samples were processed by a modular pre-analytical system (mpa). The customer initially did not have the camera activated on their mpa. After activating the camera, numerous sample alarms occurred. Samples were visually checked and bubbles and foam were visible. A field engineering specialist (fes) checked the mpa and no problems were detected. According to the customer and the fes, the problems have only started to occur since they started using bd plasma tubes (pst ii plasma separator tubes). The investigation is currently ongoing.